Event description:
It was reported that there was phantom motion of the electronic positioning functions. However, upon evaluation, the alleged hazard could not be duplicated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.